Manufacturer narrative:
The investigation into the saturated flow and the pump stop issues has been completed since the original report was submitted. The pump was not returned for investigation. Per data logs provided, the pump was turned down and an increase in placement signal pulsatility due to CPR being performed. Additionally, pump in aorta alarms occurred during CPR. Multiple motor current spikes are observed in that time, and motor current becomes saturated after second motor current spike. The root cause of the pump stop was most likely due to biomaterial ingestion when CPR was being performed. B5, d6a, d6b.

Event description:
There is not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 62-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having right heart failure and sustained vt (ventricular tachycardia) for 12 hours. While on support, the impella had high motor current and the pump stopped. The patient may have been having cardiopulmonary resuscitation at the time of the failure.